Manufacturer narrative:
On 4/17/2018 - we were notified that there was an insulation breech due to the original implanter tying the lead down at the suture sleeve. The patient received over 50 shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to lead fracture, noise and inappropriate shocks. Should additional information become available, this file will be updated.